Manufacturer narrative:
The cause of the falsely depressed ferritin results is unknown. Internal studies by siemens healthcare of the lot in the complaint did not confirm a reagent issue.

Event description:
Falsely depressed ferritin results were obtained on 3 patient samples. The results were reported to the physician who questioned the results. Patient treatment was not altered or prescribed on the basis of the falsely depressed ferritin results. There is no report of adverse patient impact as a result of the falsely depressed ferritin results.